Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that second y-site detached from rest of tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 24036334 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following verbatim: second y-site detached from rest of tubing while stringing medication belatacept. Seemed like corner part was not connected.